Event description:
It was reported that the screw driver broke during surgery. It was reported that the account used another screwdriver that was on hand.

Manufacturer narrative:
If additional info becomes available, the eval summary will be submitted in a supplemental report.